Event description:
It was reported that a spectrum pump was experiencing a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of "system error 105" was confirmed through review of the event history log. Physical inspection of the motor found that 1 motor mount screw was sheared which likely caused the reported symptom. Inspection of the front case found a flat spot on the top right corner and along the keypad/front case. This marking was caused from the pump sustaining and impact which is a known cause of sheared motor screws. The motor was replaced.